Event description:
It was reported that the left ventricular threshold was high, there was sustained failure to capture, and lead dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.